Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the bd to gui cable and to perform the ground isolation test. The customer reported to have followed the tse recommendations and unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.

Event description:
It was reported that, an 840 ventilator had a loss of communication errors. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.